Event description:
It was reported that the device was inserted in the femoral artery on (B)(6) 2013 at 21pm. On (B)(6) 2013 at 2am, the physician noticed blood in the helium tubing. The device was removed at 3h30am. No consequence for the patient.

Manufacturer narrative:
(B)(4).